Event description:
It was reported that, after a tka surgery had been performed on an unspecified date with a legion system, the post of a lgn ps high flex fractured, causing knee instability. This event was treated by performing a revision surgery on (B)(6) 2023, in which the insert was exchanged for a constrained implant. Further information has no been made available.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is fractured. The clinical/medical investigation concluded that, although the photo confirms the broken post, with the limited information provided the clinical root cause could not be determined. The patient impact was the broken post, revision and post operative convalescence period. No further clinical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.